Manufacturer narrative:
Continued phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular folds are observed in the left breast, predominantly in the lower inner quadrant, with thickening of the capsule." And capsular contracture baker grade IV. This is for the left side. The device still remains implanted.